Event description:
The facility reported a colleague infusion pump which "alarmed". It is unknown when this event occurred; however, it occurred during a routine check by paramedics before taking the pump out on the truck. This event may have interrupted delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump which "alarmed" was confirmed during product evaluation. Review of the event history and repair-primary activities show that failure code 550:654 was the last to occur before the pump was sent in for service. The root cause of this condition was assigned to a faulty user interface module speaker harness. The user interface module speaker harness was replaced to correct this condition. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.